Event description:
The statement in b5 regarding "the suture knots came loose" was incorrectly reported in the MFR initial report. The difficulty experienced should read "reportedly, the suture broke."